Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #(B)(4)). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone file broke during use. The broken piece could not be retrieved and was incorporated into the filling.